Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient presented with stage 1+ diffuse lamellar keratitis one day post treatment. Patient had both eyes affected. Pre-op and post op best corrected visual acuity (bcva) 20/20 in each eye. Patient given oral medrol taper pack, pred forte every hour in both eyes and flap lift and rinse done on (B)(6) 2017 in both eyes. Symptoms resolved on (B)(6) 2017.